Manufacturer narrative:
According to the complainant, the suspect device has been discarded; therefore, a device evaluation will not be performed. The relationship between the suspect device and the reported event is undetermined. A review of the device history record and the product family complaint trends are in progress; results will be provided in a follow-up medwatch report.

Event description:
On september 4, 2007, it was reported to boston scientific corporation that a procedure to place a polyflex esophageal stent was performed in, 2007 (male patient, age and weight unknown). According to the complainant, the patient had a benign esophageal stricture and had repeated dilatations over several years. The physician dilated the stricture with a 12mm cre balloon and "the stent was well placed at the expected site." Reportedly, during a follow-up visit, an x-ray showed that the stent had "migrate 6cm above stricture proximally." On the event date, the physician successfully removed the stent with a "rat-tooth grasping forceps" (product and manufacturer unknown) and placed a second polyflex esophageal stent. At the conclusion of the procedure, the patient's condition was reported as "stable."